Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to poor sound quality, poor magnet connection and abnormal impedance. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.